Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, intermittent image was observed for the device. This is attributed to the worn out video connector latch causing poor connection to pigtails. The video connector needs to be replaced. Device has up to date main switch and software. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device did not always yield an image. The device appeared not to recognize the camera head. There is no reported harm to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the video connector latch was likely worn from repeated use and caused the no image. Olympus will continue to monitor field performance for this device.